Manufacturer narrative:
Use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer¿s blood glucose (bg) level was over 600 mg/dl with high ketones which were identified as life threatening by healthcare provider. Customer went to the emergency room (ER) and subsequently admitted to the intensive care unit (ICU) where their received intravenous fluids of saline, insulin, potassium, and sodium. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage.